Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0p582, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a "sudden" loss or change of therapy. The patient was going to the bathroom every "1.15-1.3 hour" the morning after the implant. The patient's pads were "more saturated" and the patient's urgency went up "to level 3" when it was previously 1 or 2. Stimulation was not felt, but therapy was confirmed to be on. During the call, the poor communication screen was seen at first but had resolved after repositioning the antenna. The patient reportedly had a hard time seeing the lightning bolt icon but confirmed she did see it. Stimulation was increased to upper limit as the programmer showed "upper limit reached," but the patient still did not feel any stimulation. Additional information received from the consumer reported that the change was due to the patient's increased activity level. Increasing the stimulation settings resolved the patient's symptoms. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.